Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: warnings, cautions and precautions: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The complainant reported that a patient suffered a stroke during impella 5.5 support. No intervention was required to manage the condition. Three days later, the family opted to pursue comfort care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.